Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl, and his blood glucose was treated with fluids and an insulin drip. The customer called back and reported that his insulin pump had a blank display. The caller stated the battery cap is not missing or damaged. Instructed the customer to re-insert the battery and call back. No further information was provided.